Manufacturer narrative:
Report source: foreign: (B)(6). PMA/510k: this part is not approved for use in the united states; however a like device catalog # 75448550, 510k # k042025 was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via field representative regarding patient with stenosis underwent for spinal therapy. It was reported that during use, the patient had stenosis occurred at t12 almost four years after the initial operation. The only implants at l4 of l2-3-4 that had already been fixed were removed and fusion for extending was performed to t9-l3. There is no malfunction in the product. Product is discarded health damage in the patient was reported.